Event description:
The user facility's respiratory therapy director reported that the pt passed away while connected to this device and that no alarm conditions occurred. There are no allegations of a device malfunction associated with the death.

Manufacturer narrative:
Carefusion has requested additional information from the user facility on the reported event via email. As of (B)(6) 2015 there has been no additional information provided by the user facility. There was no allegation of device malfunction in relation to the pt's death, therefore no evaluation of the device was performed.